Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm permanent cautery spatula instrument was analyzed and found to have a broken pitch cable at the proximal clevis hole. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Review of the provided image was consistent with the broken cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery spatula instrument had a broken wire at the tip. The procedure was completed with no reported injury.